Event description:
Per the audiologist, the patient was explanted due to improper placement of device. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Cochlear attempted an electronic submission in 2009, unsuccessfully. Cochlear submitted paper submission ten days prior and per FDA request, submitting electronically.